Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system was frozen due to a software failure. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while the site was loading exams for a case, the stealth became unresponsive at launch. The site did a hard shut down, turned it on again, and the system was remained unresponsive. A second shutdown was performed, got to select patient, and it became unresponsive again. A representative on site came to help, turned the system on, and did not encounter any of the issues mentioned. No patient present.